Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of communication fault alarms, was confirmed in the submitted heartmate 3 controller log file. The event log file contained approximately 9 days of patient data. The log file captured a persistent loss_of_lvad_comm alarm throughout the duration of the log file. The loss_of_lvad_comm alarms were associated with com_a_fault and com_b_faults. As a result, the log file did not capture pump speed, flow, pulsatility index (pi) or other pump information; however, the power varied between 3.71 and 4.02 watts, indicating that the pump was running throughout the log file. Per review of the patient¿s event history, persistent loss of communication with the pump associated with both communication lines was captured under MFR. Report # 2916596-2019-02224 in may of 2019. Based on the submitted log file, there did not appear to be further progression of the issue. Multiple requests for the additional event information were sent to the customer. The customer did not provide additional event information and no product was returned for evaluation. Review of the submitted log file confirmed persistent communication fault alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate 3 lvas instructions for use (IFU) (rev c p.7-3 - alarms and troubleshooting; p. 7-21 ¿ communication fault alarms) and the heartmate 3 lvas patient handbook (rev c p.207 - alarms and troubleshooting; p. 229 ¿ communication fault alarms). The heartmate 3 system controller (B)(6) was made per the following shop orders: pn 100175579 / so 547 76 145 / feb 24, 2021. Pn 100176116 / so 547 78 514 / mar 3, 2021. Pn 100176000 / so 549 17 905 / may 10, 2021. Per the labeling on the packaged part (model # 106531), the manufacturing date was mar 11, 2021; the use by date was mar 10, 2024. The firmware/software was ver 1.7.0. The system controller was shipped to the customer on jun 11, 2021. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Pump related MFR. Report # 2916596-2021-06927.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a " loss_of_lvad_comm" alarm. Log file review confirmed the alarm which indicated the controller was having communication issues with the left ventricular assist device (lvad).